Manufacturer narrative:
Section h10: (h3) the jammed devices reported in case-2021-00003530 likely the result of deformation on the inner surface of the drill guide and outer surface of the drill bit, which led to galling and eventually prevented the drill bit from passing through. The broken drill bit was likely the result of applying a bending moment while drilling, which led to ultimate fracture of the device.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): drill bit.

Event description:
As reported, during a procedure on this (B)(6) male patient, the drill bit seized and got stuck in drill guide while drilling screws in glenoid plate, the drill bit broke and is stuck in drill guide. This event is for the drill guide. No impact to patient, and no delay to surgery as back up instruments were readily available. Patient was last known to be in stable condition following the event. Devices to be returned.